Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft and rotor, which were each replaced along with the bearing stop and nose cone. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.